Manufacturer narrative:
Product ID 3889-28, lot# va0h3ln, implanted: 2014 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the pocket was infected. Fever, redness and swelling were noted. Explant was planned for 2014 (B)(6). Additional information received noted that a culture was done. The device was explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that perioperative antibiotics were administered. Date of onset/diagnosis of infection was noted as (B)(6) 2014. The patient did not have meningitis. Signs and symptoms of infection included: fever, redness, swelling, and pain. Primary location of the infection was the device pocket. A culture was obtained from the device pocket and organism cultured was (B)(6). Treatment included both IV and oral antibiotics and total device system explant. Patient outcome was noted as ongoing. Prior mrsa colonization was noted. Patient had stage one, then stage 2, then explant. This reporter did not trust stage one procedures not to track infection to the generator pocket.